Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8, d9, d10, h4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: objective lens glue was missing. Based on the results of the investigation and historical data, a possible cause includes stress problem. The most probable cause of the complaint is categorized as expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the the whole rubber casing at the end of the cysto-nephro videoscope had come off. The issue occurred during preparation for use. There were no reports of patient involvement.